Manufacturer narrative:
The reagent lot number was 94153901 with an expiration date of 30-nov-2026. The field service engineer (fse) repaired a damaged tube, replaced the rinse tube assembly, the cuvettes, and the water bath. Subsequent qc was performed successfully and the instrument was confirmed to be working as specified. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 assay results for 5 patient samples tested on the cobas 8000 c702 module. Sample 1: the initial result was 243.3 mol/l and the repeat result on another c702 was 85.6 mol/l. Sample 2: the initial result was 968 mol/l and the repeat results on another c702 were 49.4 mol/l and 52 mol/l. Sample 3: the initial result was 129.2 mol/l and the repeat result on another c702 was 94.2 mol/l. Sample 4: the initial result was 98.9 mol/l and the repeat result on another c702 was 75.3 mol/l. Sample 5: the initial result was 89.7 mol/l and the repeat result on another c702 was 67.1 mol/l.